Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. A supplemental report will be issued should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. No additional adverse patient effects were reported. At this time, there is no indication of product return.